Event description:
Caller reported that the t:slim x2 pump battery would not charge, and attempts to use a different wall adapter and charging cable did not resolve the issue. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to multiple daily injections (mdi) as a backup therapy to ensure insulin delivery until the replacement arrived.